Event description:
It was reported that a post market clinical study pt underwent a kyphoplasty procedure on levels l2 and l3. A cement extravasation leakage that occurred between l2 and l3 was noted. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Method-other; device not returned, f/u with rep.